Manufacturer narrative:
Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced high blood glucose of 190 mg per dl on the first day of arm infusion set insertion which was treated using the insulin pump on (B)(6) 2026.